Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon, ¿e101 error¿, was not reproduced and met the criteria for all tests. However, it was confirmed from the service-manual that ¿e101 error¿ showed a clv temperature error. (Refer to: manual-of-services, page 5-3). Error e101 happens when the internal temperature of the light source unit has risen, and the safety mechanism is operating. Additionally, the phenomenon, ¿after a few minutes, the spare lamp lights" was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a diagnostic colonoscopy procedure, the evis exera iii xenon light source was displaying a temperature error code e101 message of (check ventilation grill). The spare lamp turned on a few minutes later. The unit was noted to be a certified pre-owned device, and this was the first time the customer was using it. The customer stated that the ventilation grill was not blocked and could feel the air coming from the exhaust fan and was cool. The intended procedure was completed successfully with a similar device with no delay. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus and no issue were identified. The unit passed full inspection. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.